Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, the device voltage was at elective-replacement level. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and battery was found in normal elective replacement range. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.